Event description:
Haemonetics received a request to swap orthopat devices and the device was returned to haemonetics on (B)(4) 2012. Upon inspection of the device it was noted that electrical components were damaged due to a fluid spill. No pt/operator injury associated.

Manufacturer narrative:
The device was originally returned to haemonetics as a swap out and not due to any specific complaint. The device was evaluated on (B)(4) 2012 and it determined at that time that a higher level review needed to be done. There was fluid ingress found and electrical components damaged. The electrical components replaced because of the spill include: distribution pcba, centrifuge, and compressor. The software was noted to be the correct version. A routine cleaning and upgrade of other electrical component not damaged was done. The device was returned to service. (B)(4).